Event description:
On (B) (6) 2010, the pt reported the insulin infusion set tubing disconnected from the cartridge which resulted in elevated blood glucose readings of up to 322 mg/dl. His normal range is 70-140 mg/dl. He stated he changed his tubing 2 days ago. When he went to bed last night, his blood glucose was slightly elevated and he gave himself a correction bolus. At 7am, his blood glucose was 322 mg/dl and he delivered another correction bolus and went back to bed. Two hours later his blood glucose was still elevated and he then noticed the tubing was disconnected from the insulin cartridge. He said the tubing does not appear to be cracked. He is unsure if he tightened the connection sufficiently. He was advised not to over tighten, but to make sure the connection is snug. The pt was assisted with attaching and priming a new infusion set tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.